Event description:
It was reported that during a kit inspection, the tip of the instrument was noted to be broken.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is design related.